Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0867 inches. Pump did not pass the sleep current measurement test due to high currents. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Unable to do the force sensor zero offset test due to moisture damage to the flex connector. Pump was cut open to perform visual inspection and found¿moisture damage¿on the pcba 1, pcba 2 and force sensor. P-cap was attached and locked into place properly. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked case ¿ display window corner, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and label damage (serial number label stained). E/a alarm unspecified was not confirmed. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Cosmetic damage was confirmed on the pump. Unexpected battery power loss was confirmed due to moisture damage to the battery tube and electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received critical pump error. Troubleshooting was performed and found other critical pump error and found a crack on the case of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the pump will be returned for analysis.